Event description:
On (B)(6) 2026, senseonics was informed via territory manager that the user underwent an unsuccessful sensor removal attempt. The procedure was performed by two healthcare providers; however, despite multiple attempts, the sensor could not be successfully removed. It was reported that the sensor could be identified using a magnet, but was not palpable without magnet assistance, and the healthcare providers were unable to obtain a stable grip to extract the device. Customer care initiated follow-up actions to gather additional procedural details. However, the multiple outreach attempts were unsuccessful.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.